Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported there was a dull knife noted during a cataract extraction procedure. The case was completed using alternate knife. There was no patient harm. This is the third of three reports from this facility.

Manufacturer narrative:
One opened knife was received loose in a pouch for the report of dull knife. The returned sample was visually inspected and was found non-conforming with a damaged tip and a damaged cutting edges. Penetration testing could not be performed due to the damage of the sample. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The manufacturer internal reference number is: (B)(4).